Event description:
It was reported that during removal of the chamber, the catheter allegedly damaged. It was further reported that the catheter allegedly migrated to the heart and a control radiography confirmed its position against the wall of the atrium. As a result, anticoagulant therapy was started and an endovascular intervention was made as quickly as possible. Patient current status is unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: the sample was not returned to the manufacturer for evaluation. Therefore, the investigation is inconclusive for the reported catheter fracture, material separation and migration issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2023), g3, h6 (device, method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 05/2023). Device not returned.

Event description:
It was reported that during removal of the chamber, the catheter allegedly damaged. It was further reported that the catheter allegedly migrated to the heart and a control radiography confirmed its position against the wall of the atrium. As a result, anticoagulant therapy was started and an endovascular intervention was made as quickly as possible. Patient current status is unknown.